Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention strips (lot 385606-11) and retention control. Testing results (qc range = 4.1-6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The result of 4.4 inr alleged by the customer was not observed in the meter¿s patient result memory. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated her father received discrepant results when testing with coaguchek xs meter serial number (B)(4) and two different test strip lot numbers. At 11:00 a.m., a sample from the patient was tested using the meter and test strip lot number 39739821 (expiration date = 31-oct-2020), resulting with a value of 4.4 inr. At 11:00 a.m., the patient collected a sample from a different finger and tested it using the meter and test strip lot number 42400921 (expiration date = 31-mar-2021), resulting with a value of 2.8 inr. At 12:00 p.m., the patient collected a sample from a different finger and tested it using the meter and test strip lot number 42400921, resulting with a value of 3.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr.